Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation the returned device, received on 23 june 2023, was examined by orthofix quality operations department. The device was subjected to visual and functional check as per orthofix srl specification. The visual check did not evidence any anomalies. The cable is intact. A small aesthetic defect, due to silicone over molding, does not influence the receiver functionality. In the socket one screw is partially unscrewed, while the other is almost totally screwed. No issues were detected related to soldering. The functional check has been performed after removing the transport lock. In the functional check the device was tested with different loads, at different distances and in distraction mode (returned receiver did not include retraction functionality). No anomalies were detected. The device is functioning as expected. Medical evaluation the information made available on the event, with the outcome of the technical evaluation, was sent to our medical consultant. Please find below an extract of the medical evaluations performed. This patient, a 13 year old girl, has had a removal of the distal femur because of osteosarcoma. A fitbone prosthesis is being used to replace the lost femoral length. The x-rays show that the distal femur has been replaced with a prosthesis to include the femoral component of the knee joint. Unfortunately the x-rays do not show any of the proximal femur, so it is difficult to comment on the operation plan. However, it is clear from the report that the fitbone did not lengthen initially but did so after the receiver was replaced. The technical analysis shows that the removed receiver functioned normally, and that failure in this case was probably due to incorrect positioning of the receiver relative to the implant. A second unplanned operation was required. Final comments the functional check performed did not detect any malfunction on the returned receiver, which performs properly according to the set acceptance criteria. From the results of the technical evaluation, it was confirmed the device conformity to specifications. As the device still performs as intended, orthofix can conclude that the failure occurred is not device related. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by distributor indicates: hospital name: (B)(6). Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2020 body part to which device was applied: knee surgery description: lengthening patient's information: initials (B)(6), 12 year-old, female, weight 30 kg., height 130 cm previous health condition: osteosarcoma problem observed during: into treatment/post-operative type of problem: device functional problem event description: after surgery the motor was started after 2 weeks (50 pulses). Subsequent extensions of the endoprosthesis were performed cyclically every 2 weeks. Four months after the procedure, the motor did not extend the endoprosthesis. Subsequent attempts to start the engine failed. Due to the good of the oncological patient, the engine replacement operation was postponed to a later date. Currently, the patient requires intensive limb lengthening. Replacement of the endoprosthesis motor is needed" further information: there was no need to replace the motor. After connecting the new receiver, the tam started working. The complaint report form also indicated: the device failure had adverse effects on patient: no elongation. The initial surgery was completed with the device. An additional surgery was required: performed on (B)(6) 2023. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of x-ray images is available. Patient's current health condition: good manufacturer ref: (B)(4). Distributor ref: ic-20230427b

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by distributor indicates: hospital name: (B)(6) hospital; surgeon's name: (B)(6) md. Phd; date of initial surgery: (B)(6) 2020; body part to which device was applied: knee; surgery description: lengthening; patient's information: initials (B)(6), 12 year-old, female, weight 30 kg., height 130 cm; previous health condition: osteosarcoma; problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: after surgery the motor was started after 2 weeks (50 pulses). Subsequent extensions of the endoprosthesis were performed cyclically every 2 weeks. Four months after the procedure, the motor did not extend the endoprosthesis. Subsequent attempts to start the engine failed. Due to the good of the oncological patient, the engine replacement operation was postponed to a later date. Currently, the patient requires intensive limb lengthening. Replacement of the endoprosthesis motor is needed" further information: there was no need to replace the motor. After connecting the new receiver, the tam started working. The complaint report form also indicated: the device failure had adverse effects on patient: no elongation; the initial surgery was completed with the device ; an additional surgery was required: performed on (B)(6) 2023; a medical intervention (outpatient clinic) was not required; copy of operative reports is not available; copy of x-ray images is available; patient's current health condition: good; manufacturer ref: (B)(4); distributor ref: (B)(4).